Event description:
It was reported that this right atrial lead was explanted and replaced due to noisy signals. Reportedly, this lead was stuck in the cardiac resynchronization therapy defibrillator header and had to be cut to be removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).